Manufacturer narrative:
Based on the additional information received, the previously reported device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that she had already reported the issue back in (B)(6) 2014 when it initially occurred. Patient explained that the reason for her call in (B)(6) 2019 was to only obtain listings of physicians as her neurosurgeon retired. Patient was dissatisfied to see that her old hcp, was still on the listing. Reason for dissatisfaction with hcp: at the initial implant, hcp put the lead in wrong location which resulted in patient receiving ¿vibrations¿ in the wrong location i.e. Chest and bottom part of the right leg. Patient had to wait/recover for a while until hcp could perform another surgery to correct the location of the lead. That surgery occurred in (B)(6) 2014. The issue was resolved after the (B)(6) 2014 surgery. Patient stated that her weight at that time was around (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was looking for a new healthcare professional (hcp) as their neurosurgeon retired, and the first surgeon "botched it twice" when putting ins in. The first botched surgery was noted to be on (B)(6) 2014 and the second was on (B)(6) 2014. Physician listings were sent to the patient. No device issues were reported. No further complications were reported/anticipated.